Event description:
New information received notes that the patient movement or fall possibly resulting in lead dislodgement. The exact cause was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the left ventricular exhibited loss of capture. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable before, during and after the procedure.